Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(4), ubd: 23-feb-2017, UDI#: device UDI number unavailable. A medtronic representative tested and serviced the equipment. Hardware parts were replaced on the system. The system passed the system checkout and was found to be performing as intended. The external camera cable was returned to medtronic for evaluation. It was found that the cable had pinch damage and wires were severed. Opens were observed on pins 2,3, and 5. Analysis determined there was a physical damage failure with the cable. This hardware issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that while a medtronic product services representative was repairing the system for another issue, he found that the camera cable needed to be replaced as well since it was damaged. There was no patient present.